Manufacturer narrative:
(B)(4). Batch # p57x11. Device analysis: the analysis results found that the pph03 device arrived with no apparent damage without staples and with no breakaway washer present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a hemorrhoidectomy, the doctor fired the stapler but nothing cut or stapled. The doctor tried to remove the device from the patient, but the device was stuck in the patient. The doctor used electrocautery to remove the device from the patient. The doctor used hand sewing suture to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 03/26/2020. Additional information received: the surgeon has been doing pph procedures for a couple of decades and has performed approximately 60 cases in the last three years. Per the surgeon: the purse string was placed. Some of the usual crunch was heard when firing, but the crunch was softer, easier to fire but this not what is usually experienced. Resistance was not normal, it felt empty. I partially opened and could not remove from the patient. The anal rectal wall had not been divided. I had to amputate submucosa and mucosa. There was a ring of tissue on the stapling device but there were no staples to be seen. I completed by doing a 360-degree suture. The patient had chills with a low grade temp and was hospitalized overnight and recovered well as he had received broad spectrum antibiotics. The patient was seen in follow-up after discharge and the catheter was removed but did have some edema and swelling.